Manufacturer narrative:
Product analysis: it was confirmed that the programmer booted to an error. The hard drive was reconfigured, and the software was reloaded and updated. The programmer failed a test related to stylus function. The display printed circuit board (pcb) was replaced, and the stylus calibrated. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification, during analysis.